Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive the monopolar curved scissors with an alleged issue to perform failure analysis. The mcs instrument was analyzed and found to have a scratched main tube. The instrument exhibits scratch marks/abrasions above the orange plastic section of the tube extension. Scratches and abrasions on the main tube are deemed cosmetic damage. Extension scratch measured: 0.193¿. There was not any material missing. Scratches or abrasions to the main tube of instruments are deemed cosmetic damage. The probable root cause of these scratches or abrasions is attributed to damage during use, which can result from instrument collisions, abrasive instrument cleaning, instrument cleaning inside the body, or normal wear over time due to friction against cannula. This issue can be resolved by using an alternate instrument to complete the procedure.

Event description:
It was reported that prior to the start of a da vinci-assisted benign hysterectomy surgical procedure, the monopolar curved scissors (mcs) instrument's insulation was not covering the underling shaft so there was orange shaft exposed after applying scissor tip cover. The device was not used on the patient.